Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. A full pump system check was performed and it was verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.